Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully. When unable to reload the original cartridge, the customer was assisted in loading a new cartridge, and insulin therapy was resumed successfully, resolving the issue.